Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2026. On (B)(6) 2026, between approximately 2:00 pm and 4:00 pm, the patient was attending a family party. During this time, the patient¿s cgm readings ranged between 260¿280 mg/dl, and the insulin pump was automatically adjusting insulin delivery. No fingerstick bg measurement was obtained during this period, as the patient was away from home. At approximately 4:07 pm, while the patient was in the car en route home, the patient began vomiting. At that time, the cgm reading displayed 180 mg/dl with double upward arrows. No medication or intervention was administered at that time. Upon arrival at home, the patient¿s mother performed a fingerstick bg test, which showed a reading of 42 mg/dl, while the cgm displayed a reading of 173 mg/dl. A calibration was performed and accepted by the cgm, after which the cgm reading updated to 76 mg/dl with double downward arrows. According to the parent, no medication was administered to address the patient¿s symptoms. Due to ongoing concerns, the mother transported the patient to the emergency room. Upon arrival, a bg meter reading showed 82 mg/dl, while the cgm displayed a reading of 52 mg/dl. The patient was treated with intravenous glucose and saline fluids, after which the patient recovered. The patient remained in the emergency department for less than 24 hours and was discharged the same day. At discharge, the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid when checked at home. The reported glucose values fall within the b zone of the parkes error grid when checked at the ER. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.